Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, while the event of an unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece, and the helix was found extended and clogged with blood/tissue for analysis. An x-ray examination of the lead was performed and found that the inner coil inside the connector region was over torqued consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited a high capture threshold and failed to retract the helix while the physician maneuvered to obtain a better position. The right ventricular lead was not used and replaced. The patient was in stable condition throughout the procedure.